Event description:
It was reported that the implant lost the integration due to sinus perforation and was removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes' an implant was not returned to pbg. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per.the reported device was located on tooth # 14 and was used for approximately 5 months. Pictures or x-ray images were not provided. Review of appropriate documentation: instructions for use for tapered screw-vent® and trabecular metal¿ implants 4869 rev 9 ¿ 10/19 information identified: contraindications, warnings. DHR review: DHR review was completed for the subject lot number (2020100378). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op0210) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review: complaint history review was performed for the reported lot number (2020100378) for similar event and no other complaint was identified. Review completed utilizing keywords: 'perforated sinus' post market trend review: april post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable.